Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection and was treated with antibiotics. On (B)(6) 2013, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged. On (B)(6) 2013, the patient's infection recurred and the lead was explanted and replaced.